Event description:
The customer reported a failure to power up. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a failure to power up. There was no pt involvement. A field service engineer went on site to repair the device. Processor pca replacement was done to resolve the symptom.